Event description:
It was reported that high thresholds were observed two days post implant. After an attempt to reposition, the lead was replaced.

Manufacturer narrative:
Analysis found normal electrical characteristics. The helix could not be extended due to being clogged with dried body fluid/tissue.